Manufacturer narrative:
It is not possible to review manufacturing or complaint records for this lot because the customer did not provide the lot number. Cellular therapies division quality is investigating customer reports of cryocyte bag breakage in CAPA.

Event description:
Reporter reported that a cryocyte freezing container (product code and lot number unknown, no documentation available) was observed to be broken when the bag was transferred to a new storage tank. The product was not transfused to a patient, but remains as back-up. The bag had been already stored for 150 months in liquid nitrogen liquid phase. The fill volume was <60ml. A controlled rate freezer was used. Metal cassettes were used for cryopreservation, but not for storage. The bag was not transported outside of the lab subsequent to filling. An overwrap was not used. The bag was not placed in the vapor phase prior to removal from the old storage tank. The sample remains frozen, but the customer agreed to send a photograph at the end of septmeber 2006.